Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3887-45, lot# l66683, implanted: (B)(6) 1999, product type: lead.

Event description:
Information received from the patient reported that the lead tip was floating around in my shoulder. The patient wanted to get the implant removed but was told no as it would cause too much nerve damage. They stated that they were not told this at the time of implant of the implantable neurostimulator (ins) system. The indications for use for the implanted device were noted as other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.